Event description:
The customer obtained imprecise vitros crbm quality control results while using the vitros 5600 integrated system. A value of 18.85 ug/ml was obtained from the multiqual level 3 fluid versus the expected value of 14.3 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros crbm quality control results were obtained while using the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer replaced multiple parts within the incubator, immunowash, and sample metering subsystems and performed relevant subsystem adjustments to return the instrument to expected operation. Following this service activity, acceptable vitros crbm performance was observed. The root cause of this event is instrument related.